Event description:
Nursing programmed tranexamic acid 40 mg/ml, patient weight 3.7 kg, 60 ml bd syringe size, dose 10 mg/kg/hour. The pump calculated the dose at 3.7 ml/hour. 2nd line led display read concentration 10 mg / hour although top line reads 40 mg/ml. Dose infused at 4 times ordered dose. Patient required additional monitoring but appears unharmed. Drug library was updated recently. The change in the 2nd line concentration appears to have occurred at that time. The concentration dose for tranexamic acid does not match the library upgrade or past library. The drug tranexamic acid was not updated with that drug library upgrade. Only lasix and heparin were changed.====================== health professional's impression======================drug library upgrade somehow changed the concentration====================== manufacturer response for syringe infusion pump, medfusion 3500======================working with us to determine reason that concentration line was updated with drug library on unrelated medication.